Manufacturer narrative:
As reported, the 5mm x 40mm slalom thrill kit percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used; however, it ruptured at its nominal pressure. Therefore, it was replaced with a new slalom thrill. There was no reported patient injury. This was a shunt case. The lesion had mild calcification, no tortuosity, 90% stenosis, and was not a cto. The device was stored as per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was ten atms. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The balloon rewrapped properly and was removed easily, intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and 90% stenosis may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5mm x 40mm slalom thrill kit percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used, however it ruptured at its nominal pressure. Therefore, it was replaced with a new slalom thrill. There was no reported patient injury. This was a shunt case. The lesion had mild calcification, no tortuosity, 90% stenosis, and was not a cto. The device was stored as per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 10atms. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The balloon rewrapped properly and was removed easily, intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for analysis as it was discarded due to infectious disease.